Event description:
The customer reported that the companion 2 driver exhibited "right over pressure" and "right pressure incorrect" alarms while supporting a pt. The pt was subsequently switched to the backup companion 2 driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because it did not prevent the driver from preforming its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.